Event description:
Complaint was reported as the following: involved in an overheated circuit event described as: "nicu reported a disconnection at the adaptor without hearing alarm. When the circuit was reconnected, the physician noted that the circuit was very hot to the touch and the temp reading to be around 51 degrees". No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to eval. Eval results: the DHR review could not be conducted since the lot number was not provided. Conclusions: no corrective action can be provided at this time, sample is required for eval. As soon as defective sample becomes available, eval will be performed and corrective action will be provided, as required. If additional info is received that affects the conclusion of the investigation, a f/u report will be sent.